Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The investigation of the root cause confirmed that the reported issue occurred because of a human error: the operator did not put the screwdriver in the tyvek. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, the screwdriver was missing. (Not present in the packaging)